Event description:
When the deltaplush coil (cpl10020230/g12684) was inserted into the aneurysm; the size of the coil was not good. So the coil was removed. However, something was wrong was with the resheathing tool and the sheath could not be resheathed. The tool could be moved; but it did not work. The coil was retrieved safely though the slit was open during withdrawal. It was noted during analysis that the coil was returned damaged. An sl-10 microcatheter (details unknown) was used.

Manufacturer narrative:
When the deltaplush coil (cpl10020230/g12684) was inserted into the aneurysm; the size of the coil was not good. So the coil was removed. However, something was wrong was with the resheathing tool and the sheath could not be resheathed. The tool could be moved; but it did not work. The coil was retrieved safely though the slit was open during withdrawal. It was noted during analysis that the coil was returned damaged. An sl-10 microcatheter (details unknown) was used. The coil was returned damaged. The most likely root cause of the resheathing difficulty occurred when the sheath became damaged by the resheathing tool. This damage caused the skive to open up which allowed the device positioning unit (dpu) to protrude through the sheath. In this condition resheathing the unit cannot be completed. The circumstances of how this damage occurred cannot be determined. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.